Event description:
During prefilling, the pressure test cannot pass. The nurse found the filtrate line which connected the transducer was damaged. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation, a follow up medwatch will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. Evaluation of the sample by baxter found that there was incomplete solvent at the bond, resulting in the pressure test failure and confirming the complaint. The sample was evaluated by (B)(4) , which also confirmed the pressure test failure. The root cause was determined to be a non adequate or homogenous distribution of the solvent on the tube. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4) investigation report indicates that they have notified all personnel involved of the issue. Baxter will continue to monitor similar reports to determine if further actions are required.